Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter alleged that the display was blank. It was noted that the pump's audio tones and vibrations were functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: multiple cs054-0000 call service alarms, indicative of the event described in the initial complaint, were observed in the pump history data. The pump powered on properly; no alarms were emitted and the display functioned properly. The original battery cap was not available for testing; a test battery cap was used during all steps of the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.